Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected, in dwell 3 of 6. The hp stated that solution was in the heater bag only, the supply bag was empty; there was no disconnection. The patient line was properly primed before connecting, and no patient extension lines were used. The hp did not disconnect prior to the alarm. All bags were properly connected. There were no open clamps on any unused supply lines, and there was nothing unusual noted about the supplies. The technical service representative (tsr) reviewed the alarm with the hp and assisted them with troubleshooting. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review, and the user did not describe any types of use errors or other issues that might have caused the reported event.